Event description:
A distributor in malaysia has reported that the tubing of an ojr418 optiflow junior 2 nasal cannula was torn. There was no reported patient involvement.

Manufacturer narrative:
(B)(6). Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). Method: the subject device, ojr418 optiflow junior 2 nasal cannula was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is based on the information and photography provided by the distributor, and our knowledge of the product. Results: evaluation of the provided photography revealed that one of the tubes was detached and the other tube was stretched and torn at the connector (swivel grip) end. Conclusion: we are unable to determine the cause of the reported event. As part of the manufacturing process, all optiflow junior cannulas are 100% leak and occlusion tested after final assembly and any cannula that fails specifications is discarded. In addition, representative samples from each batch are functionally tested to assess retention strength between the assembled components. If there are any failures the entire batch quarantined for further investigation. The user instructions which accompany the ojr418 optiflow junior 2 nasal cannula show in pictorial format the correct placement and fitting of the cannula, and provide the following warnings: "appropriate patient monitoring (e.g., oxygen saturation) must be used at all times. Failure to monitor the patient may result in loss of therapy, serious harm or death." "Ensure all connections are secure during use. Check the cannula is undamaged and that the flow path is maintained. Under excessive load, the cannula may disconnect to prevent forces being transferred to the patient." " do not wrap, insulate, stretch or crush the tubing as this may impair the performance of this product or compromise safety (including potentially causing patient harm)."

Event description:
A distributor in malaysia has reported that the tubing of an ojr418 optiflow junior 2 nasal cannula was torn. There was no reported patient involvement.